Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, lens found to have small nick on edge of optic. Lens implanted and left in patients eye, surgeon said no concern of negative impact on vision. Additional information has been requested. There are two medical device reports associated with this event. This report is 2 of 2.